Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure an air leak occurred. Following insertion, air was aspirated into the syringe connected to the extension port of the sheath. No catheters had been introduced into the patient at this time. The sheath set was replaced to continue the procedure. There were no adverse patient consequences.